Event description:
Hill-rom received a report from the account stating the siderail is not latching. The bed was located at the account in room 7. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the latch arm corroded due to fluid ingress. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the latch mechanism to resolve the issue. Based on this info, no further action is required.